Manufacturer narrative:
Correction section h6: the health effect clinical code should have 4412 - movement disorder been rather than 2388 - inadequate pain relief.

Event description:
Related manufacturer reference number: 1627487-2023-04559. It was reported the patient experienced ineffective therapy d to one extension with low impedances and one extension with high impedances. Surgical intervention took place wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.